Event description:
It is reported that during surgery, the screw head broke off. The remaining portion was left in the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.